Event description:
On (B)(6) 2013, the reporter stated she was concerned that the insulin pump was not delivering insulin as it should as a result of the message "contrast" being displayed on the display screen in response to button presses, which prevented the user from maneuvering the pump menu in order to program a bolus delivery. There was no reported adverse event associated with this complaint. The patient discontinued insulin pump therapy and began on a back-up plan of manual injections for insulin delivery. This complaint is being reported because the alleged issue remained unresolved.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/11/2013.device evaluation: the device has been returned and evaluated by product analysis on 09/24/2013 with the following findings: the daily insulin delivery totals correctly reflected the user's programmed basal rates. There was no activity outside normal use observed in the black box or download history. Complete investigation was not able to be performed due to unresponsive buttons which were reported on a seperate complaint.